Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset (por). The device was interrogated and reprogrammed. After reprogramming the implantable pulse generator (ipg) battery longevity was noted to have diminished. No patient complications have been reported as a result of this event.